Event description:
Davinci xi robot had a few second episode where all four arms were shaking and the monitors were flickering both on the tower and on the surgeons console. Tech support contacted, ticket issued for service. FDA safety report ID# (B)(4).